Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was as low as 50 mg/dl and as high as 250 mg/dl. The customer's healthcare provider had adjusted the pump personal profile settings and was thought to have been the cause of the fluctuating bg. The customer declined to provide further information. Reportedly, the customer discussed the event with a clinical diabetes specialist.